Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had sepsis due to an unknown origin and they were intubated. The patient also reported that their ipg was "not firing" at home. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient died in a manner unrelated to the device system.